Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use and there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous distal right coronary artery (rca). The 3.0x15 mm trek balloon dilatation catheter was attempted for pre-dilatation of the lesion, but ruptured during the third inflation at 12 atmospheres. There were no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.